Event description:
The customer reported that the system was slow to initialize and eventually would lock up requiring a reboot to attempt to regain functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was evaluated and replaced. The system was tested and found to be working as intended and returned to service.